Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation events. Device evaluation summary: electrode belt sn (B)(4) and monitor sn (B)(4) have been returned to the distributor and an investigation is underway. An evaluation of downloaded software flag files was conducted. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags on the day of the event. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. Device manufacture date: monitor sn (B)(4): 04/09/2013 reuse; electrode belt sn (B)(4): 06/25/2012 reuse. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, software flag files, and ECG strips (attached). The primary cause of the inappropriate shock was lack of response button use by the patient during the false detection, prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was motion artifact. The source of motion artifact cannot be positively identified through cause and effect analysis. The following factors could not be ruled out as contributing causes to the artifact: body motion, poor ECG contact with skin. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the (B)(6) clinical trial (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at (http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf). The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll on (B)(6) 2015 to report that a patient experienced an inappropriate defibrillation event consisting of four shocks. Motion artifact contributed to the false detection. The response buttons were not pressed during the event. The patient went to the emergency room following the event. The patient continued to wear the lifevest.